Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. An engineering quality review was completed for this report of a leak. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, a root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. Per the hp, there were no leaks or disconnects on the setup. The hp would complete therapy with manual exchange. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample is not available. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional information become available, a follow up MDR will be sent.

Event description:
This nurse reported to a baxter sales specialist that the patient had an issue with the transfer set. The nurse stated the patient noticed leaking of the transfer set around the thread. A replacement of the transfer set was necessary. The issue was related to loss of tightness. The transfer set was in use since (B)(4) 2008. There was no patient injury reported.